Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It appears that a needle deflection during plunger deployment due to interaction with patient calcification contributed to the reported needle to cuff miss. Reportedly, the patient was obese and the proglides were unable to be advanced deep enough in the vessel to obtain blood flow from the marker lumen thus contributing to the reported inability to obtain blood marking. It should be noted that the proglide instructions for use (IFU) single smc device placement, states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. The device lever (marked #1) and logo should be facing the ceiling (12 o¿clock). Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on the body of the device. Do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a heavily calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the patient was obese and the proglides were unable to be advanced deep enough in the vessel to obtain blood flow from the marker lumen. The proglides were deployed; however, there was no suture present when the needle plungers were removed after deployment of both proglides. The sheath was upsized to an 18f and the aaa procedure was completed. Cut down surgery was performed and hemostasis with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.